Event description:
It was reported that the ilet pump¿s screen was found cracked after the user disconnected for a shower, and the user later forgot to reconnect, during which blood glucose rose to 303 mg/dl for about one hour without back-up therapy or ketone testing. Symptoms included hyperglycemia without associated acute symptoms such as dizziness or loss of consciousness. Outcomes included no medical intervention, no hospitalization, and continued ability to use cgm separately. Investigation included product replacement logistics and return for assessment. Investigation of this device revealed a damaged display component consistent with a cracked screen and user-reported handling around disconnection, with no allegations of device alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to a manufacturing or design defect.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.